Event description:
It was reported that the Spinal Cord Stimulator (SCS) lead of the patient had an impedance which caused coverage issues where the patient only felt stimulation on one side of the body. The patient underwent a SCS lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event:Model Number/Catalog Number: SC-4318,Batch/Lot Number: 35501093,Model/Catalog Description: CLIK X ANCHOR STERILE KIT,Unique Identifier (UDI)#: (b)(4)Block B3: Exact date unknown, event occurred in June 2025 prior to the date the manufacturer became aware.